Manufacturer narrative:
(B)(4). Device was not implanted/explanted. The reported screw is not available for investigation because the hospital disposed screw. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for humeral condylar fracture was held on (B)(6) 2015. During the surgery, the surgeon tried to perform final tightening of the thread of plate hole and the screw head to fix firmly the implants. However, the reported screw was unable to be locked at one of two holes on the distal end of the plate and the screw kept idling. The surgeon re-tried to lock the screw after removing the soft tissues and the blood between the screw head and the screw hole, but it did not work. The surgeon eventually decided not to insert the screw in the hole to complete the surgery. No adverse consequences to the patient. However, due to the event the surgery was delayed for ten (10) minutes. This is report 1 of 1 for (B)(4).